Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient reported that the area around their implant in their chest had been giving them pain for the last couple years. Patient said that the implant itself felt flatter and different than it used to. Patient said they were a "thousand times worse" symptom wise than they were when they first got the dbs, pt said this started happening within a year of the dbs being implanted. Patient was wondering if the implanted device could leak or if the materials in the implant could be causing the issue. Patient said they had fallen in the last couple years. Agent reviewed information and redirected patient to healthcare provider. Patient said they want the dbs system removed because it doesn't work but the va insurance denied removal. Patient complained to their surgeon but they have never heard back from their surgeon. Patient said they have an appointment with managing healthcare provider in april and was told that a manufacturing representative would be coming to the appointment. Patient mentioned the only time they saw a manufacturing representative was when their controller wasn't working around the time after the implant was placed. Additional information received from manufacturing representative. Manufacturing representative reported that they will meet with patient in april.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.